Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR #1225714-2014-03930 and 1225714-2014-03931 and 2937457-2014-00947.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6), 2011 after use of the product.